Event description:
It was reported that during a procedure using the ls pro recording system the was not correctly measuring the blood pressure of the patient. At the start of the procedures the blood pressure was normal and then during the procedure the blood pressure would become underestimated. When they checked the calibrated zero was not correct and was lower than expected and needed to be reset. Once the reset has been performed the procedures were completed successfully. During these procedures there were no other systems in use to monitor the vital signs of the patient. The recording system is not expected to be returned as it is going to be repaired on site.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.